Manufacturer narrative:
The ge service rep re-seated all pcb's in the system workstation to include all node boards. He also adjusted the ps1 power supply from 4.65 volts to 5.15 volts. He performed full operational testing with no problems noted. The system was operating as intended.

Event description:
The customer reported that the system was going into alarm mode and getting an x-ray on error after the system was plugged in.